Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined the reported condition as a battery depleted set alarm; which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with battery depleted set alarm was confirmed but was not duplicated. The root cause of the reported problem was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a colleague pump with a user interface module software version of 6.63.92.